Event description:
A call to technical services on 8/10/2012 , states that a patient has high l v outputs, 5v at 1.5ms. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).